Manufacturer narrative:
An event regarding seating/locking issue involving a centrax duration 26mm x 44mm was reported. The event was not confirmed. Method & results: device evaluation: the device was found to functional. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: confirmed no other similar events for the reported lot. Conclusions: the investigation concluded that the device was found to be functional as intended. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
During bipolar surgery, it did not lock to a 26mm inner head. The surgeon exchanged it to one size bigger one.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During bipolar surgery, it did not lock to a 26mm inner head. The surgeon exchanged it to one size bigger one.